Manufacturer narrative:
This report is for an unknown 3.5-mm titanium locking reconstruction plate. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article, sohn, h., kim, b., and shin, s. (2012, june). A surgical technique for minimally invasive plate osteosynthesis of clavicular midshaft fractures. J orthop trauma, 27, e92-e96. The authors describe a minimally invasive plate osteosynthesis technique (mipo) to treat acute displaced clavicular midshaft fractures using anterior¿inferior plating, synthes device 3.5-millimeter (mm) titanium locking reconstruction plate. They describe the precautions of the mipo technique and present a case series of 19 patients with acute displaced clavicular midshaft fractures, treated between january 2009 and october 2010. Patient age ranged from 19 to 70 years (average 42.3 years). Patients were followed until bone union with a mean follow up of 13.8 months (range, 12¿20 months). Fracture union was obtained in all patients at a mean of 15.3 weeks postoperatively (range, 11¿24 weeks). At final follow-up, all patients had regained the same range of motion in the injured shoulder joint as that on the uninjured side. The authors reported a case of a male patient who fractured his clavicle adjacent to the medial aspect of the plate because of a fall from height nine weeks after his initial surgery. The patient was subsequently treated with open plating and a superior plate was added; union was achieved 21 weeks after the second operation. This report is for an unknown 3.5-mm titanium locking reconstruction plate. This report is 1 of 1 for complaint (B)(4).